Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited undersensing of the patient's r-waves. The patient went into a short run of ventricular tachycardia (vt) after the r-wave was blanked in the atrial channel, causing ventricular pacing. Technical services (ts) discussed the timing was possibly proarrhythmic. Ts recommended consulting electrophysiology (ep), checking the patient's medication, and reprogramming the blanking periods of the device. This pacemaker remains in service. No additional adverse patient effects were reported.